Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The quickset was bent and resulted to a blood glucose of more than 500 mg/dl. The customer declined troubleshooting for high blood glucose. The blood glucose does not go lower than 200 mg/dl. The blood glucose at time of incident was 200 mg/dl. The auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.